Event description:
Boston scientific received information that this right atrial (ra) lead presented with oversensing of noise on the atrial channel resulting in atrial tachycardia response (atr) episodes. The noise could be recreated with pocket manipulation and arm movement. All other lead measurements were within normal range. A chest x-ray was performed and no anomalies were noted on the lead. No adverse patient effects were reported and the patient reported feeling very well. The device was reprogrammed to avoid the inappropriate atr episodes and the ra lead remained implanted and in service. Additional information was reported three years later that during a normal patient follow up, this ra lead presented with a pacing impedance measurement above 3,000 ohms. All other lead measurements were stable. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the field that the ra lead remains implanted at this time. The patient will continue to be monitored and another x-ray may be considered at a later date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, this ra lead remains implanted and in service. If any additional information does become available, this report will be updated.